Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm, vicmo12.1, -7.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Date of report: aware date in initial MDR corrected to 24-jun-2019. Date received by manufacturer should be corrected to 24-jun-2019 in initial MDR. (B)(4). Claim#: (B)(4).